Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began on (B)(6) 2013, at 6:00 p.m. The patient manages his diabetes with insulin (unknown type, self adjuster). At the same time the alleged issue occurred, the patient stated he had less food/drink in response to the alleged issue. The patient reported, thirty minutes after the alleged issue occurred, he developed symptoms of ¿sweating, nauseous¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was the first time the patient used the subject meter, and there was no misuse of the product. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.